Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: lead dislodgement complaint could not be confirmed. Helix was received clogged with blood. After cleaning helix was able to fully extend and retract. Stylet insertion complaint was confirmed; stylet could not be inserted more than 1.5cm into the lead. X-ray of the connector region found over-torquing of the inner coil in the connector. Electrical testing on the lead indicated intermittent shorting. All damage is consistent with implant/explant.

Event description:
It was reported that at implant at the right atrial active fixation lead dislodged three times. At the fourth attempt to reposition the lead the physician was unable to insert the stylet and was unable to sense atrial activity on the device or analyzer. The lead was removed and replaced with a passive fixation lead.